Event description:
A malfunction was reported on the pump, with the issue being identified as malfunction code 12 and a fault ID of 0x2071. There was no adverse impact to the customer's blood glucose level. The customer experienced this malfunction multiple times previously, and tandem technical support decided to replace the pump. Although the pump was out of warranty, the customer expressed interest in obtaining an out-of-warranty loaner pump.